Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The device history record (DHR) of the cardiohelp was reviewed on 2020-08-31. The DHR does not show any abnormality or issue that is related or can have led to the customer complaint. According to the log files, the clinical settings for this cardiohelp were bubble intervention on. At the time of reported misconduct the cardiohelp acted as intended: a detected bubble-alarm combined with the activated bubble intervention (IV) (saved in hospital configuration) has stopped the pump. The user did not additionally convince himself according to the written instruction for use guidelines and warnings mentioned in chapter 6 ¿during the application¿ regarding the intended functionality of the interventions and if they are activated. Thus no malfunction of the device could be confirmed. The most probable root cause is an user error. The occurrence rate was calculated for the reported failure and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A follow-up emdr will be submitted when additional information becomes available.

Event description:
The bubble intervention was confirmed as off prior to a circuit change. Global override was activated by the perfusionist to silence alarms during the circuit change. After the circuit change was completed, the perfusionist noted that the intervention had turned back on. He then repeated the steps to disarm the bubble intervention. While still at the bedside, a bubble alarm was activated for an unknown reason (no air was visible, no flush or rapid change in viscosity noted) and again, the intervention had armed itself and shut down the flow to the patient. Fortunately this was noted and rectified immediately. Complaint ID: (B)(4).